Manufacturer narrative:
Part of the same system: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-56, lot# v096185, implanted: (B)(6) 2008, product type: lead.

Event description:
The patient reported that they wanted to be reprogrammed after not using the stimulation for a long time and unable to feel the stimulation. There were no reports of significant falls or accidents. Impedance testing showed electrodes 6-15 out of range. All 8 contacts from the octad and 2/4 contacts from the left quad lead plus. A CT myelogram showed the leads appeared to be in the epidural space. The manufacturer representative (rep) was able to program the patient to give them good stimulation of their left and right legs, but minimal stimulation in their low back. Other relevant medical history includes failed back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.